Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant coil was engaged within the snare device. The coil was stretched at the proximal end. The delivery pusher was engaged within the microcatheter. Both the microcatheter and the delivery pusher were cut at the proximal ends (approximately 18.0" from the proximal end). The microcatheter was dissected to remove the delivery pusher to examine the attachment zone. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. Also evident was appearance of being torqued. The microcatheter hub that was cut and removed was not included for evaluation. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter hub was not returned for evaluation. It is unknown if the device was damaged upon initial insertion or if this contributed to the incident. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon inserting the embolization coil into the microcatheter hub, the coil didn't feel normal. However, the coil was advanced distally to the aneurysm. During repositioning, the coil detached from the delivery pusher. It was indicated that the problem could have occurred upon entry into the microcatheter. The hub was cut and removed from the microcatheter and the device with coil was removed successfully using a snare. No harm was reported. Patient information - patient identifier, age, sex and weight are not available.